Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07336. It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt). A 2.25mm rotalink¿ plus and rotawire¿ were used and advanced to treat the target lesion. When the burr was attempted to be removed after performing ablation, it was noted that the rotawire was stuck inside the rotalink¿ plus and the burr was unable to be removed. The shaft was cut to removed the burr. The rotawire was also cut and was left inside the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out. It was noted the catheter proximal coil and proximal sheath were cut and removed from the device. The removed coil and sheath were not returned with the device. The device was microscopically analyzed which shows evidence that the coil and sheath were cut one centimeter from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07336. It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt). A 2.25mm rotalink¿ plus and rotawire¿ were used and advanced to treat the target lesion. When the burr was attempted to be removed after performing ablation, it was noted that the rotawire was stuck inside the rotalink¿ plus and the burr was unable to be removed. The shaft was cut to removed the burr. The rotawire was also cut and was left inside the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.